Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device had migrated after this patient lost a significant amount of weight. A revision procedure was performed, and the device was successfully repositioned. No additional adverse patient effects were reported.